Event description:
A pt reported that the meter would keep prompting error 5, but sometimes gets a reading after several tries. One 4/2003, pt did get a reading of "300 something", and went to the emergency room due to that high reading. Also, pt was not feeling good. Pt did not recall the ER reading, but does not know that pt was treated with insulin and kept there for 4-5 hours for observation. This case is reported as a meter malfunction since the error 5 issue was not resolved with troubleshooting. No further info has been reported.